Event description:
Pt underwent thrombolysis of left forearm dialysis shunt twice in 2009. Approximately two hours after pt was transferred to medical floor, he was found pulseless. Resuscitation efforts were unsuccessful.